Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after finishing the load process, the customer delivered a bolus and the bolus took longer to deliver than normal. There was no adverse impact to the customer as the customer was not connected at the time of bolus delivery. Multiple attempts were made to obtain additional information; however, the customer did not respond.